Manufacturer narrative:
No failure found. The 91496 command module recognized an episode of ventricular and generated a series of medium and high priority alarms. Two leads of ECG waveforms are available in addition to spo2, resp waveforms, numeric trends and print jobs that were confirmed in the ics database. This report is complete, and this particular issue is considered closed. H3 other text : placeholder.

Manufacturer narrative:
Spacelabs has launched an investigation and will file a supplemental report when the investigation is complete.

Event description:
Spacelabs received a report on (B)(6) 2021 the patient went into vtach but the central did not alarm. There was no injury because of this event, this issue is under investigation.